Manufacturer narrative:
(B)(4). Added additional information the device was received inside of a trocar with the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a diversity colostomy procedure, the jaws were crossed and they could not remove the device from the canula. Unknown how the device was removed from the patient. Unknown how the procedure was complete. There was no patient consequence. One device to be returned.